Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump had traces of moisture found at electronic assembly per visual inspection. The insulin pump was received with cracked case at battery tube threads, cracked bel clip slot and minor scratched lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error while rewinding. The patient's blood glucose level was unknown at the time of the call. The customer stated that they keypad stopped working. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.